Event description:
The account alleged that the brakes are not holding on this bed. There were no injuries and the account didn't know if a patient had been in the bed.

Manufacturer narrative:
Repairs have not been completed.